Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional instrument was fractured. This occurred during a procedure; however, no pieces fell into the patient, and there was only a one minute delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed as the returned tasp was fractured. Visual inspection of the returned tasp exhibits signs of repeated use and the post feature has fractured off on the medial side. Not all pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be misuse as the tasp was impacted by mallet. An investigation identified instrument misuse as a contributing cause for instrument fracture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.